Manufacturer narrative:
Patient identifier - requested, not yet provided. Date of birth - requested, not yet provided. Weight - requested, not yet provided. Ethnicity - requested, not yet provided. Race - requested, not yet provided. Date of event: requested, yet not provided. Expiration date - unknown due to unknown part number/lot number. UDI - unknown due to unknown part number/lot number. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown part number/lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided, which prevented a meaningful review of the device history record.

Event description:
Per literature review: the article entitled incidence, predictors, and treatment options of critical limb ischaemia after use of collagen plug-based vascular closure devices, eurointervention 2015; 11:816-823, doi: 10.4244/eijv117a166, identified the onset of critical limb ischaemia (cli). Patient who underwent a coronary procedure with a coronary artery bypass graft (CABG) to treat three (3)-vessel coronary artery disease including the application of an unknown angio-seal vcd. The patient developed post-procedural critical limb ischemia (cli) and underwent surgery to resolve it on an unknown date between june 2006 and december 2013. The patient subsequently died of cardiogenic shock. CABG. Ef 28%. Pad. Acs. Renal insufficiency. The patient underwent surgery to resolve the cli. Color-coded duplex sonography and angiography was performed to confirm the diagnosis of arterial occlusion.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to city. Additional information was received which confirmed the city of the medical facility. It was initially reported the city was (B)(6), however, the city is (B)(6).

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.